Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database confirmed connectivity issues and found it plausible that the mobile programmer froze and was unable to launch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the mobile programmer application was unable to launch and the application generated a diagnostic message. Closing and restarting the application allowed for the application to launch as normal. It was also reported that during the case, the user lost all electrocardiogram (ECG) and intracardiac electrograms (iegm) channels, and only dashes were display ed on the screen. A different programmer was used to complete the procedure. After the procedure the user attempted again to connect to the implantable device again. It was noted that the connection initially worked, however all signals were eventually lost and the mobile programmer application froze. No patient complications have been reported as a result of this event.